Event description:
Procedure: lap hernia repair. According to the reporter: the plastic piece from the cartridge broke off and fell into the abdomen, or time delay 5 minutes. Broken piece was recovered. No tissue damage. No other information was provided.

Manufacturer narrative:
Initial report submitted: 08/01/2008.